Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that during the pre-use check, leakage of fluid from the product was observed. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Results: picture one shows a trauma set outside of its original packaging and in used conditions. Picture two shoe a trauma set connection. Picture three show a leak in a connection. Samples received: one sample was received for evaluation, the sample was received decontaminated with its original package. Visual inspection results: no damaged, kinks or other detected in the sample returned that could cause the failure mode. Functional test: the sample was leak tested by introducing water into the product with the help of the level system equipment. Results: the sample presents a leak in the union of manifold and 3 lumen tube; thus, the failure mode report is confirmed. The root cause of the leak condition is due to lack of adhesive during joint assembly, procedure operation "ensure that solvent is applied evenly to ensure a uniform layer of solvent with no voids" was not followed correctly. The cause of the reported problem was traced to the manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.